Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.